Manufacturer narrative:
Exemption # e2012017, report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), at the time of impression for restoration, patient experienced discomfort when tried to remove the implant. Implant twisted with hand drivers.